Event description:
The customer ran blood glucose tests on her contour link meter and received readings of 296 and 365mg/dl. She also tested on a different meter and the reading was 116mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer